Event description:
This cardiac resynchronization therapy defibrillator (crt-d) emitted tones that could not be silenced. Upon interrogation, there were no fault codes or other error messages. The pt is not pacemaker dependent. The device was explanted and another guidant cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted.